Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. A reload was installed on the instrument and the instrument was placed on an in-house system for testing. The functional test failed due to a jammed mechanism. Visual inspection found a piece of the stapler release kit (srk) lodged in the back end of instrument. Review of logs show multiple jammed mechanism failures. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside the housing of the endowrist stapler 45 instrument during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the endowrist stapler 45 instrument ¿did not accept the blue staples.¿ different staples were used but none of them were accepted in the instrument. Another instrument was used which did accept the staples. The planned procedure was completed. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.